Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body of a peritoneal dialysis (pd) transfer set. This issue was further described as, ¿patient was unable to disconnect transfer set from patient line as dark blue part on roller clamp came off¿. This occurred while attempting to disconnect after completing pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: catalogue #: 5c4482 (previously submitted as 5c4449) h10: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye was performed and a separation between the female connector and main body was observed. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the insert chip during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.